Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the chordal rupture and clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted at a2p2 without issue. A lateral jet was still noted therefore a second clip delivery system (cds) was advanced and implanted. Post deployment the clip detached from the anterior leaflet (single leaflet device attachment (slda)) and a secondary chord ruptured. A third clip was placed lateral to stabilize the second clip, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar complaints reported from this lot. Based on all available information, a cause for the reported slda could not be determined. The reported patient effect of tissue damage appears to be due to slda. Additionally, reported patient effects of tissue damage, as listed in the mitraclip instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Lastly, the reported unexpected medical intervention was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.